Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air-in-line error the clinicians were getting and unable to clear despite no air being in the actual line. There was no patient involvement as this occurred during pre-test. There was no harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not duplicated. However, the event history confirmed the presence of an air in line alarm. The air detector test passed, and the probable cause of the reported problem was not able to be determined. As the device was not holding date/time, the main board was replaced. The device passed all testing, and no action was taken pertaining to the reported issue.